Manufacturer narrative:
Insulin pump was received with pump error 38 during rewind due to jammed motor gearbox. Unable to confirm error 35 due to error 38.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor detected alarm. Customer¿s blood glucose level was 104 mg/dl. Customer reported that they were unable to rewind the insulin pump. The insulin pump will be returned for analysis.